Event description:
It was reported that the insulin gauge was inaccurate due to customer not removing any residual air from the cartridge. Customer reloaded cartridge to resolve the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided; cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.